Manufacturer narrative:
MDR 3003442380-2026-45638 / initial 4 of 4. E1: event country: the united states. Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545 / 3003442380.

Event description:
It was reported that the patient experienced infusion set tubing leakage at the insertion site with high blood glucose on (B)(6) 2026. It was managed with correction injection via multiple daily injection.